Event description:
It was reported the patient with this implanted cardioverter defibrillator received a shock for an episode of ventricular tachycardia (vt) and the caller stated there may have been some undersensing. Episode review was by technical services was requested by a boston scientific field representative. A ts consultant confirmed the reported undersensing and recommended that an electrophysiologist review the device egm to determine next steps. The patient's physician called back to discuss the egm review. Ts reported that measurements were within normal limits, the presenting egm appeared normal, and therapy had converted the rhythm. Ts reiterated the earlier suggestion regarding review by an electrophysiologist. Two days later, the patient reportedly presented at an emergency room (ER) and was discharged, then presented at another ER. Another remote transmission was gathered at this time. Internal ts review found that the rhythm appeared to possibly be agonal and identified an inappropriate shock delivered due to double counting of a wide morphology. The ER physician contacted ts for a verbal account of the device transmission. Ts discussed the device episodes and suggested programming optimization as some arrhythmias were recorded in a monitor only zone. Ts also noted oversensing and reported that device settings had not been changed since the transmission from two days prior. The patient was admitted to cardiology. Approximately two weeks later, a hospital physician called to report that the patient had expired and review device episodes from near the time of death. Ts review found that the last episode had occurred that morning and noted that the device had appeared to be functioning within normal limits up until that point. Review of the arrhythmia on the date of the patient's passing showed a vt accelerating to ventricular fibrillation. Ts stated that the device may have accelerated the arrhythmia. The rhythm on the egm was very fine and ts noted some undersensing may have occurred but they could not be sure. Ts noted this may have led to a delay in therapy. The first two shocks and the first four rounds of anti-tachycardia pacing were not effective at converting the arrhythmia. No allegation was made against the device by the physician.